Event description:
Retrograde nephroureteral stent inserted, difficult forming pigtail in renal pelvis. External plastic hub cover slipped off the catheter and into the patient's urostomy as it is not attached to the catheter otherwise. It was easily retrieved with a balloon catheter. Angiodynamics total abscission 14 fr x 45 cm catheter, lot #5674652, although this issue is not specific to this lot or size.